Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking and/or being damaged. Since the complaint device was not returned and no evidence of the failure was provided, the complaint allegation could not be confirmed.

Event description:
On 11/11/2025, it was reported by an arthrex employee via (B)(4) that an ar-s7111-025-330w duckling punch lower jaw of the biter broke. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.